Event description:
It was reported that the lead exhibited loss of sensing and high thresholds due to a micro-perforation. An unsuccessful attempt was made to reposition the lead. Therefore, the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.